Event description:
It was reported that the right ventricular lead tripped a patient alert for impedance greater than 3000 ohms. The lead was explanted due to the impedance issue and non-sustained episodes. No patient complications were reported as a result of this event.